Event description:
It was reported that the shock impedance of this right ventricular (rv) lead measured at 125 ohms, which was high out of range. Technical services (ts) analyzed lead impedance trend data and noted that the impedance was generally stable since implant. No adverse patient effects were reported. Currently, this rv lead remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the shock impedance of this right ventricular (rv) lead measured at 125 ohms, which was high out of range. Technical services (ts) analyzed lead impedance trend data and noted that the impedance was generally stable since implant. No adverse patient effects were reported. Currently, this rv lead remains in service.